Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with foreign body sensation in right eye and epiphora. Exam showed epithelial erosion in right eye, over lateral portion of flap approximately 2mm h x 4-5mm v. Bandage contact lens was applied. It was reported all treatments maintained per protocol. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation, discomfort and tearing in right eye. No complaints with left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye: pre-op 20/20 -.75 x -1.25 x 6; left eye: pre-op 20/20 -1.00 x -1.75 x 169.